Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. Per dfu-0087-eo - g. Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/11/2025, an arthrex subsidiary employee reported via email that the distal eyelet of an ar-2324bcsp 4.75 mm biocomposite swivelock anchor broke during insertion into the bone hole. The case was completed using a replacement ar-2324bcsp 4.75 mm biocomposite swivelock anchor. All fragments were retrieved from the patient. No specific details were provided regarding the type of surgery, bone preparation, or bone quality. There was no significant delay, no additional anesthesia was administered, and no adverse effects were noted. No photographs were taken to document the event. The issue was discovered during a procedure on (B)(6) 2025, with no reported patient harm.